Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump suffered a damage and it did not turn on anymore. Customer stated that they tried calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer stated that they tried to clean the battery compartment and tried with a new battery but it did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify frozen and download the trace and history files utilizing thump (download difficulty) due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked case (battery tube), label damage and cracked retainer. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.